Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the main stack was cutting in and out, with the image appearing intermittently and then cutting out, during a procedure involving an olympus video system center. There was no patient injury reported.